Manufacturer narrative:
Device or other product related factors (i.e design, qc, labeling) possibly contributing to the health hazard: based on review of the drawing and the DHR, the instrument was manufactured to specifications using surgical grade stainless steel (17-4 stainless steel per astm f8999) hardened to h900. No anomalies were found during review of the manufacturing records. Evaluation of the returned instrument shows a failure of the threaded tip of the inner shaft. This failure is consistent with the expected use of the instrument (the inner shaft is threaded in and out of the si screws). After reviewing the fracture surface (image 1) on the returned instrument, the orientation of the fracture planes and grain closely align to a bending moment induced fracture with hints of torsional strain which is evident in the intended and expected use of the instrument. Without the secondary piece of the failed instrument, the broken tip, it is difficult to ascertain the exact method of failure. Based on this analysis, the high likelihood of failure was due to the individual who was using the instrument, applying both an excessive amount of torsional force along with introducing bending moments (most likely due to navigating the instrument into the correct position) when attempting to implant the si screw. The instrument should have been inspected for signs of damage during cleaning and sterilization prior to use. 17-4 stainless steel hardened to h900 is used in applications requiring high strength and toughness. It is an excellent material for high stress medical applications such as the thread for the inner shaft on this instrument. In addition, the gsi203 si screw drivers have been in continuous use since may of 2018, and this is the first reported incident of the tip of the driver shaft failing. The design is considered sound and the materials appropriate for the intended use. The extension of the threaded inner shaft from the instrument's tip is a critical feature controlled on the drawing and inspected when received in and prior to shipping out. Use related, user, or human performance contributing factors: the si screws require small instruments (to fit the small size of the screws) to withstand relatively high loads. Surgeons may have applied both an excessive amount of torsional force along with introducing bending moments when attempting to navigate the si screw into the appropriate location of the si joint. Evaluation of the returned device showed that bending movement were applied to the inner shaft of the driver while navigating the si screw into the si joint. Regardless, the manner in which the device was used is in-line with the intended use and this failure will be recorded as device malfunction. Conclusions: based on this analysis, the surgeon appears to have applied both an excessive amount of torsional force along with introducing bending moments while attempting to navigate the si screw into the si joint. Regardless, the manner in which the device was used is in-line with the intended use and this failure will be recorded as device malfunction.

Event description:
Complaint received stating "the case on (B)(6) 2024, the threaded tip portion of the inserter broke off during placement of first screw. I didn't get a picture of the driver, but I have sent the part into the company already".